Event description:
It was reported by the patient's father that his daughter experienced a crackling noise last week. Shortly afterwards the patient was no longer able to hear with her device. The speech processor was exchanged last week, however, this did not improve the situation. Testing was carried out which confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.